Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
A caridianbct account mgr was informed by the customer of an incident at the customer site where the donor info was entered incorrectly into the trima equipment. Info was entered as: tbv: (B)(4), gender: male, (B)(6), run time: 65. Actual donor info: tbv: (B)(4), gender: male, (B)(6), run time: 65. This report is being filed due to operator error with the potential for injury due to hypovolemia/over-anticoagulation.